Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 380 mg/dl. Customer stated that they changed that the battery and got failed battery. The customer stated that the pump had damaged and the buttons were not responding. The customer declined troubleshoot for high blood glucose and was treated with manual injection. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to verify failed battery test or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to button keypad anomaly. Insulin pump passed stop current test. Insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, minor scratched display window and stained address/serial number label.